Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized the same day. The treatment for the peritonitis included meronem (intraperitoneally (ip), 1 gram "next exchange then 500mg in each exchange"). It was not reported if that treatment was ongoing. At the time of this report, the patient remained hospitalized. The patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.